Manufacturer narrative:
The customer was sent replacement tubing. It cannot be definitively concluded that the pump caused or contributed to the customers yeast infection. Reported issues are being investigated under investigation (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she had milk backup into the motor of her pump in style advanced breastpump starter. The customer also stated that she has a yeast infection and is taking diflucan to treat the infection.

Manufacturer narrative:
The customer was contacted by a medela clinician on (B)(4) 2015. She stated that she received the tubing and the pump is now working for her. She is no longer experiencing symptoms and the yeast infection has been resolved.